Event description:
Chemical burn like patches; this is an on going issue. Dexcom g6 cgm is leaving "butn" marks on my skin. I did not have this issue when starting with g6 in (B)(6) 2019 time frame. Around (B)(6) with my latest batch of sensors. Redding and long heal times (up to 40 days). Sensor is glued to my skin with adhesive installed by dexcom. From what I have found out. Dexcom changed the adhesive in (B)(6) 2019. They received first reports of reactions in (B)(6) 2020 - from their direct ship customers / patients. My guess I am on the slower supply chain, since I did not start having reaction until (B)(6) time frame. I have requested the chemicals that make up this adhesive, so I can work with doctors to find which one is causing the issue and determine a solution that works for me. I have similar issues with most medical adhesives, so am use to working around and finding a solution. So far dexcom refuses to release the chemicals used in the adhesive. This action is uncommon in medical supplies I have used for years. They will only tell what it is not. Per dexcom medical support group, dexcom currently has an adhesive engineer looking to find a solution. I have and others suggested to create site with the old adhesive mixture. They have refused. I am now looking for an environmental lab to determine chemical make up to adhesive. FDA safety report ID# (B)(4).